Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was prompting an error 2 message when she was attempting to test her blood glucose. Per the ot ultralink owner's booklet, the error 2 message prompts when there is a problem with the meter, or the operator is using a used test strip. The complaint was classified based on the customer care advocate (cca) documentation. A few weeks prior to contacting lfs, the patient alleged the issue first occurred. The patient reported using self adjusting humalin insulin pump therapy to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported a few weeks after the alleged issue began; she developed symptoms of "headaches and nausea." The patient denied receiving any medical intervention in response to the alleged issue. At the time of troubleshooting, the cca determined was no misuse of the product. The cca notes the patient was using the correct test strips and the patient's testing process is correct. The cca was unable to assist the patient with a retest because the patient did not have testing supplies available at the time of the call. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient's symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings or medical intervention suggesting that a serious injury occurred. However this complaint is being reported because the alleged issue was not resolved at the time of troubleshooting.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.